Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional and was unable to stay charged. The patient underwent a revision procedure wherein the ipg was replaced and relocated to a better position for charging. No device malfunction was suspected. The explanted ipg will not be returned.